Manufacturer narrative:
The subject test strips have been returned to lifescan for evaluation. The evaluation of the test strips have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): on (B)(4) 2013, 2 of the vials were evaluated and passed testing with no faults found. On (B)(4) 2013 the third vial was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an apply sample message was observed during control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.